Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) intermittently would not boot up. The power switch was tightened. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system's mobile view station (mvs) was having intermittent issues booting. This was reported outside of a clinical environment.